Manufacturer narrative:
(B)(4)

Event description:
It was further reported that in (B)(6) 2014, the patient was treated with percutaneous transluminal coronary angioplasty (ptca) and drug eluting balloon to distal and medical left circumflex (lcx) artery and single drug- eluting stent (des) placement in ostial lcx. Following post intervention, residual stenosis was 0%. Thirteen days later, repeat angiography was performed, which did not show any need for further treatment.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-02126 and 2134265-2016-02128. (B)(6) study. It was reported that myocardial infarction (mi) occurred. In (B)(6) 2011, the patient presented due to stable angina and coronary angiography was performed. Target lesion #1 was a de novo long lesion extending from proximal right coronary artery (rca) into distal rca with 95% stenosis and was 45mm long with a reference vessel diameter of 3.5mm. Target lesion #1 was treated with pre-dilatation and placement of a 3.50x32 mm and 3.50x24 mm promus element ¿ stents, with 0% residual stenosis. Target lesion #2 was a de novo long lesion extending from proximal left circumflex (lcx) artery into distal lcx with 90% stenosis and was 20mm long with a reference vessel diameter of 3mm. Target lesion #2 was treated with pre-dilatation and placement of a 3.00x24 mm promus element ¿ stent, with 0% residual stenosis. Three days later, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient presented with progressive dyspnea with chest pain. On the same day, the patient was diagnosed with cardiac decompensation and was subsequently hospitalized. The patient had elevated troponin and an event of mi was reported. Coronary angiography revealed compromised native vessels not amenable for percutaneous coronary intervention (pci) and a high grade in-stent restenosis (isr) of the venous bypass on lcx. This was treated with percutaneous transluminal coronary angioplasty (ptca) and stent implantation. Thirteen days later, the patient was also diagnosed with respiratoric decompensation. Repeat coronary angiography was then performed due to elevated troponin levels.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the 3.50x32 mm and 3.50x24 mm promus element stents were not related to the reported myocardial infarction as previously reported. In (B)(6) 2014 the percutaneous transluminal coronary angioplasty and drug eluting balloon angioplasty were carried out in the middle and distal left circumflex (lcx) arteries while ostial lcx was treated with stent implantation. In (B)(6) 2015, the events were considered to be resolved without residual effects.